Manufacturer narrative:
The reported events of lead unable to interrogate were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
Further analysis revealed that the device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
The reported field event of unable to interrogate was confirmed in the laboratory. Visual examination revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Impedance measurements performed on the feed-through pins indicated low impedance between the pins. Further analysis revealed the body fluids entered the delaminated area which caused shorting between the feed-through pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when patient presented to the emergency room the device was unable to be interrogated and was unable to communicate with the programmer via merlin on demand. Failure of device was suspected. It was observed that there were no pacer spikes with or with out magnet. The device was also noted to be in back up mode and at eri. The device was explanted and replaced. The patient was stable.